Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including rewind, prime/seating, basic occlusion, force sensor, occlusion, selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with scratched lcd display window.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and flashing screen. Customer's blood glucose level was 280 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.